Event description:
The pt presented to a clinic for a wound check and a small hematoma was noted over the edge of the device. Keflex was administered and the physician will continue to follow the pt. All records indicate that this device remains actively implanted. Should add'l info become available, this event will be updated.